Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high. The patient's blood glucose at the time of incident was 287 mg/dl, and on the phone it was 311 mg/dl. Troubleshooting was initiated for the high blood glucose. The customer felt thirsty and tired as a result of the hyperglycemia. The customer treated by checking her blood glucose every hour and bolusing when necessary. The pump was inspected and there were no apparent anomalies. A high pressure test was performed and passed; however, a second one was performed and the pump alarmed no delivery. The customer was offered a third test but the test did not occur. The customer was advised to change her entire infusion set, reservoir and insulin and resume pump therapy per health care professional's instructions. No products were returned and two infusion sets were shipped to the customer.